Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) was showing far r over-sensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction h6 codes added pacing problem mode switch.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) was showing mode switching and far r over-sensing. Programming changes were made. The patient was stable.